Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Irritation at ipg site. It was reported that the physician and patient decided to replace the ipg due to irritation at the pocket site and ipg being too large for the patient. Effective therapy was restored after procedure.